Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was defective. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the site to obtain additional information, however, no further details could be provided regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.